Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had rejected new battery. The customer's blood glucose was unknown. The customer also reports crack in the case near the battery compartment as well as on the top right corner of the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd window, cracked case at the display window corner and cracked battery tube threads. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No failed battery alarm noted.